Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future issues arise.